Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7084067. Product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 208745.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. The patient underwent spinal cord stimulation revision procedure.